Manufacturer narrative:
The reported event of noise was confirmed. Internal insulation abrasion exposing the inner coil to the outer coil was noted at 18.5 - 18.8 cm from the distal tip. The other damage found was sustained during the surgical procedure.

Manufacturer narrative:
Correction: h6 - (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number-2017865-2020-06504; related manufacturer reference number-2017865-2020-06506. It was reported that the patient received a vibratory alert and presented in the clinic. Device interrogation revealed, the right ventricular (rv) lead exhibited high pacing impedance and high capture thresholds and the right atrial (ra) lead exhibited noise. During replacing the ra and rv leads, access was lost; the left ventricular (lv) lead was explanted to get access. After the lv lead was removed, it was noted that the lead exhibited fracture. The leads were replaced. The patient was in stable condition.